Event description:
Per nurse, "patient seems to be having a reaction to binder or skin prep. Patient has a raised, reddened rash that has spread across the entire abdomen and also appears on the back around waist area. Hydrocortisone applied". The nurse has seen this at least five times in the last four months. Product states latex free. Per rn, this type of reaction has been seen in patients with c-sections as well as vaginal deliveries; thus, staff do not believe that there is a reaction to the skin prep used for c-section deliveries because the prep is not used in a vaginal delivery. The patient in this incident has no known allergies.what was the original intended procedure?post surgical.device #1is this a laboratory device or laboratory test?no.